Event description:
It was reported the powerseal blade edge had bent when excising the area around a fibroid. The issue was found during a hysterectomy, therapeutic procedure. The intended procedure was completed with a competitor device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: functional testing was performed using the returned device to validate the organization's disengagement capabilities. When I cut the paper as a substitute for tissue, I was able to cut it successfully. No anomalies were found. No further escalation is required. The returned device had no mechanical damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.